Manufacturer narrative:
The pump was returned to animas and evaluated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. The pump histories confirmed the insulin to carb ratio was set to 1:8. The insulin sensitivity factor was set to 30. The pump correctly calculated a 1 unit ez carb bolus after 8 carbs at target bg was entered. Also, the pump correctly calculated a 1 unit bolus after an ezbg bolus for 30 mg above target was performed. A 29 hour flow accuracy test was performed on the pump. The pump passed a flow accuracy test and was found to be delivering within the required specifications. The pump was exercised for 24 hours with no alarms occurring. No insulin delivery defects were found. The advanced featured was found to be calculating correctly.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that the pump was intermittently calculating an incorrect recommended dose for a carb entry. As a result of the alleged issue, the patient claimed that she was suffering low blood glucose (bg) episodes. In one case, the patient claimed that her bg went down to "36 mg/dl" two to three hours after taking a bolus. The patient stated that the doctor and animas representative in the office felt as though there was possibly a problem with the pump. In another event, the patient claimed that her bg level dropped to "31 mg/dl." In that event, the patient was reportedly incoherent. Her husband treated her with glucose gel and called paramedics. The paramedics treated the patient with an IV solution to raise her bg level. The patient was then taken to an emergency room (ER) where she received unspecified treatment. The patient denied that the pump was not programmed correctly. She also denied unplanned activities or alcohol intake. The patient verified that the pump's settings were correct. No relevant alarms were observed in the pump history. The bolus history for the previous 2 days were reportedly correct. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered bg's less than 40 mg/dl and required medical treatment as a result of the alleged issue.